Event description:
The clinical engineer at the user facility reported that the subject device failed many times in the reprocessor machine with an error message that the channel 2 pressure was too high. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found white nylon (foreign material) stuck in the mouth of the air/water nozzle. This report is being submitted for the foreign material blocking the nozzle that was found during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found that due to the clogging of the nozzle, the air channel and water channel were blocked, and the water flow/removal were out of specification. In addition, the light guide cover lens was cracked, and the adhesive around the cover lens was worn. The adhesive around the optical cover glass was worn. The adhesive at the distal end had discoloration. The paint around the suction cylinder was worn. The scope connector demonstrated fluid ingress. The displayed image was noisy/interference. The up/down angulation is out of specification, and there was play in the up/down and left/right angulation. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.